Event description:
It was reported that the stylus pen for the programmer was unable to be calibrated properly, that the cursor would end up inches away from the stylus tip on the screen. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Analysis found that the device failed telemetry testing due to the cable being out of electrical specification. (B)(4).